Manufacturer narrative:
(B)(4). The product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products(reported). 010000993 act artic hd arcom xl 22x36mm lot# 718640.

Event description:
Customer states that patient presented at follow up with elevated metal levels. Customer performed revision surgery to replace dual mobility construct. Customer determined at time of revision surgery that liner appeared unaffected, and competitor head appeared affected. No addtional information available at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g3, g6, h1, h2, h3, h6, h10, h11. Visual examination of the provided pictures identified the head still within the bearing and the bearing outside of the metal liner. No visible damage can be seen on the components as noted. A review of the device history records identified no deviations or anomalies during manufacturing. The reported products were reviewed for compatibility and it was determined that the following implants/instruments are not compatible: competitor head and our bearing. Medical records were not provided. Unable to confirm the event with the information provided. A definitive root cause cannot be determined, however per instructions for use- under the compatibility section 'do not use g7 dual mobility metal liners with components of any other system or manufacturer.' This is considered off label use, it is unknown if this off label use caused or contributed to the reported event. No corrective actions, preventive actions, or field actions resulted after the investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.